Event description:
I begin feeling nauseous (almost flu like symptoms), having pelvic pain / pressure, headaches, black out episodes, hot flash, massive bleeding (wearing a tampon/pad, changing every hour), large clots, fatigue, dry skin, bloated abdomen, abdomen pain on both right and left side, abdomen warm to the touch, hip pain, left lower back pain, dizzy, became vitamin d deficient ((B)(6) 2013), leg cramps, sharp abdomen pain when exercising, and nauseated after working out.